Manufacturer narrative:
(B)(6). An event regarding an "allergic type reaction" involving simplex bone cement was reported. The event was not confirmed. -medical records received and evaluation: clinician review of the provided records concluded "there is no documented confirmation of the complaints listed in the event descriptions. There is no evidence that the stryker simplex cement, which is the only stryker product involved in the bilateral total knee arthroplasties, is in any way related to the vague complaints listed in the event description." Conclusions the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
It was reported that the patient stated her face, eyes, arms and legs are swollen following her implant surgeries and she is constantly in pain. Her implants are competitor product with stryker cement. She has trouble bending her knee to perform daily activities. Swelling, discomfort and allergic type reaction is progressively getting worse. Her condition is causing her severe depression.

Event description:
It was reported that the patient stated her face, eyes, arms and legs are swollen following her implant surgeries and she is constantly in pain. Her implants are competitor product with stryker cement. She has trouble bending her knee to perform daily activities. Swelling, discomfort and allergic type reaction is progressively getting worse. Her condition is causing her severe depression.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker cement. Additional information has been requested and if received, will be provided in the supplemental report. Device remain implanted.